Manufacturer narrative:
Additional information was added: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092480. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of vial-mate adapters cored the rubber stopper of vancomycin 1gm vials when used with 250ml d5w bags. It was further reported that the rubber shards remained in the vial and in the other product the shard traveled into the bag and settled into the port where the IV tubing would have been inserted. This issue was identified during preparation. There was no patient involvement. No additional information is available.